Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. The device was explanted and replaced while the patient's right ventricular (rv) lead was left in service. No additional adverse patient effects were reported.